Manufacturer narrative:
The device was received for evaluation. During functional testing, constant false upstream occlusion that doesn't clear was not reproduced. A review of the event history log revealed upstream occlusion messages; however the log cannot be used to determine if the alarms occurred within appropriate pressure ranges. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor was out of specification and was unable to be calibrated. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of constant false upstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.